Event description:
(B)(4). The patient presented to the surgeon's office with complains of increased spinal pain. The patient was taken to surgery and two broken pedicle screws were removed an replaced during the repeat spinal fusion.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.